Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The company representative able advise the customer to check the vitrector tip or fluid management system (fms). Therefore, the system was not tested (on-site). Based on the information available, the customer reported event cannot be confirmed. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this lot number¿ was performed. There were no relevant complaints found as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that, an ophthalmic operating system was not creating vacuum. Procedure details and timing of the event are unknown. It is also unclear whether the surgery was completed. Details regarding patient harm was not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).